Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid right coronary artery (mrca) with heavy calcification and moderate tortuosity. The 2x8mm mini trek balloon dilatation catheter (bdc) was advance to the target lesion and the balloon was inflated once; however, the balloon ruptured at 10 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A nc trek neo bdc was used to continue the procedure. No additional information was provided.